Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The impella cp was in good amplitude of the aorta, but the optical signal alarm was observed. Action taken to resolve the issue are unknown. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed for the reported issue of optical signal issues. The device was not received for evaluation. The root cause of the optical signal issue was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.